Event description:
In 2008, a clinical incident involving a super turbovac was reported to arthrocare corp. The reported incident involved a shoulder arthroscopy procedure in which the pt sustained two first degree burns near the portal on pt's shoulder. One burn was described as a round approx 1 cm in size located around the portal. The second burn was described as half a cm in size located approx at the 7 o'clock position from the portal. The pt's burns were treated with regular xeroform bandages. Pt is reported to be doing well. It is also reported that the device was used for approx 2 mins after which the physician noted the handle of the device was too hot to hold.

Manufacturer narrative:
Awaiting return of device to complete the investigation for this report.